Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a toric implantable collamer lens into the patients right eye (od). Reportedly "right eye toric icl exchange". The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. A planned lens removal and replacement was reported. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.